Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. - process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device. - facility staff were not well trained in reprocessing and device handling. - forceps used at the user was not compatible accessories which are specified in the instruction manual of the subject device.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that the pipeline inside the control section of the subject device was clogged with the parts of the forceps. Other detailed information was not provided. There was no report of patient injury associated with the event.